Manufacturer narrative:
An event regarding seating locking issue involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the subject liner was returned in used condition. Material analysis of returned device was performed and indicated that explantation damage observed. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed as the reported device showed explantation damage and also material analysis of returned device was performed and indicated that explantation damage observed. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that in performing a tha (side unknown), the acetabular liner would not lock down. A second liner was immediately available and the procedure was completed with no delay and no patient harm.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that in performing a tha (side unknown), the acetabular liner would not lock down. A second liner was immediately available and the procedure was completed with no delay and no patient harm.